Event description:
The user facility reported experiencing decreased gas exchange approx 15-minutes after initiating a bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided to assure adequate oxygenation during the remainder of the bypass. The case was completed successfully and the pt is reported to be fine.

Manufacturer narrative:
The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously for a gas exchange related issue. There are many complex clinical variables, such as pt condition, that may have affected the observed change in blood oxygen-saturation level during the procedure. However, there is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been maintained in the quality assurance files for appropriate tracking, trending and follow up.